Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01299. This report is being submitted as additional information. The referenced previous admission for thrombus was reported under medwatch MFR report # 2916596-2017-02364. Approximate age of device - 4 years, 8 months. Device analysis: the report of suspected thrombus was confirmed during the evaluation of the device. Examination of the pump blood contacting surfaces found a denatured ring of tissue-like thrombus adhered to the inlet bearing and bearing cup. An additional flat thrombus formation was found on the center of the blood tube. The non-laminated structure of the thrombus formation suggests that it did not originate on the rotor and initially developed in another location; however, its specific origin could not be conclusively determined. Additionally, a white, tissue-like deposition was found between blades of the outlet stator. The deposition was loosely seated between the outlet bearing and stator blades and did not show lamination or denaturing, indicating that the deposition did not form in the outlet stator. Examination of the distal end of the pump rotor and outlet bearing cup did not reveal any contact marks, indicating that the depositions were not likely present while the pump was operating. The origin of the deposition could not be conclusively determined. The observed thrombi could have contributed to the reported increase in ldh. The evaluation could not determine the origins of the thrombi. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the heartmate ii instructions for use (IFU) as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. This document also provides details regarding the recommended anticoagulation therapy and inr range. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported on (B)(6) 2018 that the patient had elevated lactate dehydrogenase (ldh). The patient had been previously admitted over the last 6 months for thrombus and has been on many anticoagulants-persantine, bivalrudin, heparin and coumadin. The patient was currently an inpatient awaiting a heart transplant, however on (B)(6) 2018, the patient was showing symptoms of cardiogenic shock. The pump was emergently exchanged. No additional information was provided.